Manufacturer narrative:
Visual analysis of the returned device identified a curved opening and fold creases. A leak test was performed and found one opening. A microscopic analysis identified a curved (striated) opening on anterior side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a curved striated opening assessed as surgical damage.

Event description:
Healthcare professional reported a right side "rupture". Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted a supplemental medwatch will be submitted. The reason for reoperation is deflation. Device evaluation: visual analysis of the returned device identified: a curved opening. Per ae term code, no additional analysis required; child record closed. Based on the adverse event reported as no complaint against the device, further assessment is not required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side "rupture". Device was explanted.